Event description:
It was reported that during a lap hepatectomy procedure, some clips were formed incompletely; some of the clips could not be closed tightly, while others were twisted. It was not reported how the doctors completed the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 11/13/2008. Information anticipated, but unavailable at this time.